Manufacturer narrative:
Added device code 1: 2682.

Manufacturer narrative:
(B)(4).

Event description:
The following was reported to gore: on (B)(6) 2018, the patient presented with an abdominal aortic aneurysm that was treated with the implantation of gore® excluder® aaa endoprostheses. On (B)(6) 2018 a follow-up CT scan showed a proximal type I endoleak, likely caused by a tiny bit of calcium at the proximal sealing zone. The endoleak was successfully treated with the implantation of an aortic extender endoprosthesis on (B)(6) 2018. The patient tolerated the procedure.